Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient received an error in the motor was detected by reading unexpected value from hall sensor twice. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No an error in the motor was detected by reading unexpected value from hall sensor alarm noted during rewind or during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that an error in the motor was detected by reading unexpected value from hall sensor alarms were found from 08/25/2021 and 08/26/2021 a total of 3 motor drive error (43) were recorded, also motor voltage error(41) on 08/25/2021 and on 08/26/2021 were recorded in download history file and in adapt tool. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Force sensor within spec(24.1mv) per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on motor assemblies or electronic assemblies noted during visual inspection. No physical damage was noted during visual inspection. In conclusion no an error in the motor was detected by reading unexpected value from hall sensor was noted during testing. Unit may have had an intermittent failure not detected during our testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear alarm and complete insulin pump rewind. The customer performed self test and displacement test and both passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.